Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2018 through (B)(4) 2018.

Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period april 1, 2018 through may 31, 2018 supplemental 01 - attachment: [06-30-2018 otn supplemental 01.xlsx]

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that following insertion the patient experienced bleeding, infection, pain and erosion. The patient underwent mesh excision on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 8/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 10/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 2/17/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 04/21/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to the FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 02/22/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 12/27/2018 ethicon MDR summary reporting exemption e2013037 reporting period april 1, 2018 through may 31, 2018 supplemental 03 - attachment: [06-30-2018 otn supplemental 03.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018. Supplemental 17.